Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: I do not have any answers to these questions except that it was used on the joint capsule. On what tissue was the suture used? Joint capsule.

Event description:
It was reported that a patient underwent a total knee replacement on an unknown date and suture was used. The needle popped off during the procedure. No patient harm reported during the case but the patient did have to be brought in. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain why one patient was brought back in post operatively. Was that same patient re-admitted to the hospital? Was that same patient seen in the doctor¿s office? Were there any adverse patient consequences? What symptoms did the patient experience following the index surgical procedure? Onset date? Was the patient¿s treatment altered in anyway due to the intra-operative needle pull off? If yes, please explain. What instruments were used to grasp the needle? Where was the needle grasped during use? Did each patient experience any adverse patient consequences? Please describe any medical/surgical intervention required for this suture event including dates and results. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?